Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the fluid leak - sidearm, purge pressure low, and placement signal issues were not determined due to no product returned, no data logs recovered, and insufficient clinical details. The root cause of the injuries was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient was implanted with an impella 5.5 via right surgical axillary/subclavian artery for mechanical circulatory support. While moving the white cable, the purge was leaking inside the clear purge sidearm covering. When the white cable was at a certain angle, purge pressure low alarm was noted. Purge pressure was 300 and purge flow was 30. The alarm resolved and purge pressure returned to the 400s and purge flow returned to 12 when the cable was allowed to hang straight. The leak was noted within the clear plastic. The leak was stable.

Manufacturer narrative:
Additional information has been provided in d6b. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B5. Clinical narrative updated and h6 codes were updated.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 58-year-old male patient presenting with cardiomyopathy. Patient's comorbidities were not reported. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. While moving the white cable, a purge leak was noted inside the clear purge sidearm covering. When the white cable was positioned at a certain angle, a low purge pressure alarm occurred (pp 300, pf 30). The alarm resolved and purge pressure returned to the 400s and purge flow returned to 12 when the cable was allowed to hang straight. The leak within the clear plastic remained stable and the team was aware. Placement signal was 20¿30 points below the patient¿s mean arterial pressure. Position was confirmed with transthoracic echocardiography and aortic pressure was calibrated. There was concern for an infected impella device. Blood cultures were positive for klebsiella, and all other sources were ruled out. The patient responded to antibiotics but had a persistent infection. The patient remained on support. Sepsis may have occurred due to positive blood cultures for klebsiella and persistent infection despite antibiotic therapy during impella support.

Manufacturer narrative:
B5 clinical narrative updated and h6 codes were updated.

Event description:
Clinical narrative update. Additional information provided on 04jun2026. The patient experienced episodes of ventricular tachycardia/supraventricular tachycardia (vt/svt) while standing to ambulate to the bathroom. The clinical team ordered an echocardiogram to assess impella pump position; results were pending. The patient was initiated on lidocaine therapy for arrhythmia management. There was no confirmation of device involvement, and placement had not been verified by echocardiogram at the time of the event. The occurrence of vt/svt remains of uncertain etiology, and a causal relationship between the impella device and the reported arrhythmias cannot be determined. Previous clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 58-year-old male patient presenting with cardiomyopathy. Patient's comorbidities were not reported. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. While moving the white cable, a purge leak was noted inside the clear purge sidearm covering. When the white cable was positioned at a certain angle, a low purge pressure alarm occurred (pp 300, pf 30). The alarm resolved and purge pressure returned to the 400s and purge flow returned to 12 when the cable was allowed to hang straight. The leak within the clear plastic remained stable and the team was aware. Placement signal was 20¿30 points below the patient¿s mean arterial pressure. Position was confirmed with transthoracic echocardiography and aortic pressure was calibrated. There was concern for an infected impella device. Blood cultures were positive for klebsiella, and all other sources were ruled out. The patient responded to antibiotics but had a persistent infection. The patient remained on support. Sepsis may have occurred due to positive blood cultures for klebsiella and persistent infection despite antibiotic therapy during impella support.

Event description:
Additional information was received the placement signal was observed to be 20¿30 points below the patient mean arterial pressure (map). Pump position was confirmed via transthoracic echocardiogram (tte), and aortic (ao) pressure calibration was performed. The placement signal waveform remained visible on the aic screen following the reported issue.

Manufacturer narrative:
B5 narrative updated and h6 medical device problem code has been updated. Section d4 serial number was corrected. Section d4 primary UDI number has been updated.